Event description:
On (B)(6) 2001 a patient underwent treatment of an abdominal aortic aneurysm of unknown diameter with gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2015 an ultrasound measurement of the aneurysm was taken. On an unknown date in (B)(6) 2016 a cta reportedly revealed the aneurysm had grown 1cm. There is a cta dated (B)(6) 2016, but aneurysmal enlargement cannot be confirmed because no comparative cta's were provided. On (B)(6) 2016 it was reported the patient may need a limb extension. On (B)(6) 2016 the patient underwent a reintervention to treat a suspected type ib endoleak. Aneurysmal enlargement was noted and thought to be caused by disease progression in the right common iliac artery. During the procedure it was not possible to advance a wire up the right side through the graft due to tortuosity at the level of the right internal bifurcation and disease progression around the distal end of the graft. Contrast was inserted through a catheter to visualize the distal end of the graft, which did not reveal filling of the aneurysmal sac from the distal end, so the presence of a type ib endoleak was not confirmed. The physician is considering another reintervention.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2001 a patient underwent treatment of an abdominal aortic aneurysm of unknown diameter with gore excluder aaa endoprostheses. On an unknown date in (B)(6) 2015 an ultrasound measurement of the aneurysm was taken. On an unknown date in (B)(6) 2016 a cta revealed the aneurysm had grown 1cm. On (B)(6) 2016 it was reported the patient may need a limb extension. On (B)(6) 2016 the patient underwent a reintervention to treat a suspected type ib endoleak. Aneurysmal enlargement was noted and thought to be caused by disease progression in the right common iliac artery. During the procedure it was not possible to advance a wire up the right side through the graft due to tortuosity at the level of the right internal bifurcation and disease progression around the distal end of the graft. Contrast was inserted through a catheter to visualize the distal end of the graft which did not reveal filling of the aneurysmal sac from the distal end, so the presence of a type ib endoleak was not confirmed. The physician is considering another reintervention.